Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arise. They reloaded the cartridge and resumed insulin delivery, with no further action required.